Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous vessel. A 38x3.00mm promus premier¿ drug eluting stent was selected for use to treat the lesion. However, when the device was advanced into the guidezilla¿ guide extension catheter, resistance was met and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The maximum crimped stent profile was measured which is below the max crimped stent profile. A visual and tactile examination found no issues with the shaft profile. There was no difficulty experienced tracking the delivery system over a 0.014" guidewire. There was no evidence of damage to the inner wire lumen. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous vessel. A 38x3.00mm promus premier drug eluting stent was selected for use to treat the lesion. However, when the device was advanced into the guidezilla guide extension catheter, resistance was met and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.